Event description:
Pt underwent thoracentesis and catheter sheared and a two cm piece was retained in subcutaneous tissue. Catheter was reinserted a second time. Pleural effusion was loculated, and difficult to access.